Event description:
It was reported customer was hospitalized for high blood glucose of 30 mmol/l. The reservoir is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.